Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 38 for consecutive stalled motor despite multiple restarts, and a replacement ilet was provided while blood glucose remained unaffected and the user continued cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included review of device performance and logistics records. Investigation of this case revealed a reported motor stall alarm consistent with a pump motor malfunction in the infusion delivery subsystem. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.